Manufacturer narrative:
Group a consisted of 20 patients with a mean age of 77.6 years. This report is for an unknown synthes dynamic condylar screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: butt ms, krikler sj, ali ms (1995), displaced fractures of the distal femur in elderly patients operative versus non-operative treatment, the journal of bone and joint surgery, volume 77-b, pages 110-114, (united kingdom). This study performs a prospective, randomized controlled trial of operative versus non-operative treatment of 42 displaced fractures of the distal femur in elderly patients. From january 1988 to march 1991, 42 patients aged over 60 years with displaced fractures of the distal femur were included in the study. Patients were divided into 2 groups: the operative treatment group (group a) and the non-operative treatment group (group b). Group a consisted of 20 patients with a mean age of 77.6 years while group b consisted of 22 patients with a mean age of 80.5 years. For group a, the fractures were fixed using an unknown synthes dynamic condylar screw applied to the lateral aspect of the femur and supplemented with bone graft if the medial cortex was deficient. The knee was mobilized on a continuous passive motion machine after 48 hours. A functional cast brace was applied when the wound had healed, and the patient was mobilized with a walking frame. Patients were discharged when independent and remained under review until the union had been achieved. The outcome was assessed by the criteria of schatzker, horne, and waddell. Complications were reported as follows: 1 patient had deep-vein thrombosis. 1 patient had urinary tract infection. 1 patient had a chest infection. 2 patients had superficial wound infection which settled with antibiotics. 1 patient had malunion. 1 patient had delayed union. The union did not occur for 8 months. This report is for an unknown synthes dynamic condylar screw. This is report 2 of 2 for (B)(4).